Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This follow up to initial medwatch is being filed to correct the device manufacture date from dec 23, 2017 to dec 23, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email when the electrode was inserted into the shoulder joint it started to spark. It was taken otut immediately and replaced with another electrode and procedure could be finished. No harm or delays to the patient. Additional information received via email from the affiliate on 7-10-2017. The procedure was a rotator cuff. Nothing fell into the patient, only melting away.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection of the device revealed a burnt manifold at the 5 o¿clock position, thus confirming this complaint of active tip sparking. No indication of missing material from the active tip was identified. Saline residue was found inside the suction tube. Visual signs of activation were found at the active tip. Due to safety and protection of lab equipment no testing was performed. The supplier completed a CAPA investigation to address this failure. The likely root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in sparking and arching. Training requirements were updated to be performed on a six month basis. The DHR review indicated that this lot of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed one other complaints with a similar failure mode for this lot of devices released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).